Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using the stago reagent. At 2:50 pm, the customer had a lab test and the result was 3.1 inr. At 2:55 pm, the customer tested by fingerstick on the meter and the result was 4.4 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer is not anemic and has no antiphospholipid antibodies, no heparin or direct thrombin inhibitors, no diet changes, no recent illness, no new medications and no bleeding or bruising. There was no adverse event. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 1.6 - 2.4 inr): qc 1: 2.3 inr , qc 2: 2.3 inr , qc 3: 2.3 inr . The maximum difference between measurements was 0 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, the date was set incorrectly, however the last result observed was 4.4inr which was alleged by the customer. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.